Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not fit the cartridge onto the pump. The customer's blood glucose (bg) level was 364 mg/dl and a correction bolus was delivered to address the bg level. Additional information received indicated that the customer has had no further issues and had successfully loaded a new cartridge on the pump. The bg level was under control.